Event description:
It was reported that there were poor thresholds and extracardiac stimulation from the right ventricular lead and poor positioning of the left ventricular lead. The leads were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.